Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was observed to be damaged, making it difficult for pump to connect to charger. The customer's blood glucose level was 132 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.